Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's existing right ventricular (rv) lead exhibited variable and low impedance about six months ago when the device reached elective replacement indicator (eri). Approximately three months after eri was triggered, the device was explanted and replaced. Around that time the rv lead exhibited oversensing and noise. A lead warning was triggered on the date of the device change, along with the lead exhibiting low impedance and a polarity switch. About a month after the device change out procedure, the lead continued to exhibit the same issues. The physician suggested that the lead insulation may have been cut during the generator change. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.